Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "an unknown adverse event" physician later reported rupture. Device evaluation: visual analysis of the photographs identified a broken device, however it is not confirmed that this complete one has red particles in the gel and on the surface of the shell.

Event description:
Healthcare provider reportied rupture and capsular contracture grade I. Device has been explanted. This relates to the left device.